Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, but the keyboard was replaced as a preventative measure. It was also noted that the upper and lower cases were broken and the battery release and battery drawer were contaminated.

Event description:
It was reported that the external pulse generator generated an error code. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.